Manufacturer narrative:
On 2-dec-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that before the operation, there were visible air bubbles (microbubbles, bubbles, or air pockets) in the transparent tube connected to the end of the handle when flushing the device before it was used in patient. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and irrigation test of the returned device was performed following j&j medtech procedures. Visual inspection of the returned device revealed no damage or anomalies. An irrigation test was performed and water leakage was observed. A microscope inspection was performed and a hole was observed in the adhesive of the side port tube, close to the hub section. For this failure, an external manufacturing investigation was requested and it was determined that this complaint was not related to the manufacturing process since sufficient glue was observed, and a torn condition was found in the tubing above the glue fillet. A device history record was performed for the finished device batch number, and no internal actions were identified. Since a hole was found in the side port tube, this failure could be related to the air issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the damage in the glue section of the side port could be related to the torn condition; however, this can not be conclusively determined. Inject or saline flush only from the side port. Before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a vizigo and air bubbles occurred. It was reported that before the operation, there were visible air bubbles (microbubbles, bubbles, or air pockets) in the transparent tube connected to the end of the handle when flushing the device before it was used in patient. A second device was used to complete the operation. There was no adverse event reported on patient.